Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1057 - cer bioloxd option hd 36mm ¿ 171040, unknown ¿ unknown shell ¿ unknown, unknown - liner - unknown, 650-1064 - cer option type 1 tpr sleve -3 - 453060. Therapy date: (B)(6) 2010. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 1 month post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies. A definitive root cause cannot be determined with the information provided no corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.